Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The manufacturer received information alleging device has a burning smell and then it stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center where the device was visually inspected. During the evaluation of the device it was found that the device has burn pca. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing burning smell and then it stopped working. This notification was opened for review for information received that a burning smell and then it stopped working, corrosion on the pca. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.